Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Manufacturer narrative:
The recipient's infection reportedly resolved.

Event description:
The recipient reportedly experienced a skin flap infection. The recipient was prescribed amoxicillin, clavulanate, and acetylcefuroxim for 30 days, however, the issue did not resolve. The recipient's device was explanted. The recipient will be reimplanted once the infection resolves. The recipient is currently undergoing treatment.